Manufacturer narrative:
Per further engineering review, failure analysis confirmed that the ias (image acquisition system) beeping was due to a failure of the gantry motion controller. It was found that the door-axis amplifier shorted on the power input line. The part was sent back to the supplier for further investigation, but no additional information was gathered beyond the findings from failure analysis. A review of complaints found that this is an isolated occurrence, no further actions beyond post-market monitoring is required at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the power supply for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The power supply was returned to the manufacturer for analysis. Testing found that there was a short in the supply. This confirmed an electrical failure. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4) . This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system began to beep continuously. Restarting the system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.